Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. No adverse patient effects were reported. This ICD has not been returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. No additional adverse patient effects were reported. This ICD has not been returned for analysis. Additional information indicated that after a traumatic event, this ICD became exposed outside the body. Given the associated elevated risk of infection this device was explanted. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. No additional adverse patient effects were reported. This ICD has not been returned for analysis. Additional information indicated that after a traumatic event, this ICD became exposed outside the body. Given the associated elevated risk of infection this device was explanted. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of device found no failing conditions. All testing that was completed on the device passed, therefore device problem excluded. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. After a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk" based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.